Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock impedance measurements at the implant procedure. Another ICD and lead were successfully implanted. Technical service discussed possible causes. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This product has not been returned for analysis. Should additional information become available this report will be updated.